Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced granulation tissue at abutment site, subsequently the patient underwent skin revision to remove granulation tissue and the patient was treated with IV antibiotics (date not reported).